Event description:
It was reported that the patient was implanted with concerned vibrant soundbridge on (B)(6) 2010. Immediately after implantation she could hear and understand well with her device, however, hearing performance deteriorated afterwards. On (B)(6) 2013, she underwent a floating mass transducer (fmt) revision surgery. Since this surgery the patient has not been having any speech perception with the implant, but has only been able to hear a few sounds. According to the patient's description, there is an additional prickle feeling.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.